Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the console common compute controller (ccc) to resolve the issue. The system was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that prior to starting a da vinci assisted surgical procedure, continuous error 170s were occurring on the system. A review of the system confirmed the errors, after which a hard cycle of the console was performed and the blue fiber cord was moved. Despite moving the bfc, the fault followed the console regardless of the port it was plugged into. The site was informed of the situation, and how the case would be handled was unknown at the time. There was no report of patient involvement or reported injury.